Manufacturer narrative:
E.1. Initial reporter establishment name: (B)(6). The reagent lot number is 887728. The expiration date was not provided. The field service representative performed checks, adjusted the gear pump head pressure, adjusted the ultrasonic mixer, and replaced the sample and reagent probes. The failed calibration showed a duplicate flag on water. The investigation is ongoing.

Event description:
There was an allegation of questionable tina-quant c-reactive protein IV results for 1 patient sample on a cobas 8000 c702 module. The initial result was 162.6 iu/l, and the repeated result was 213.5 iu/l. The sample was repeated due to the customer experiencing issues with qc. The results were deemed clinically unacceptable.

Manufacturer narrative:
The service actions appeared to resolve the issue. However, the investigation did not identify a specific cause of the event.